Event description:
The rptr contacted animas on behalf of her son (the pt) alleging that the pump was increasingly unresponsive to ok, and up and down button presses. The rptr also alleged that the button symbols were worn off.

Manufacturer narrative:
The pump has been returned to animas for eval. Eval revealed that the pump was intermittently unresponsive to ok, up, and down button presses. The keypad was removed and adhesive/contamination was observed under the button contacts.